Manufacturer narrative:
Device has not yet been returned for evaluation.

Event description:
It was reported that the catheter was fractured at the distal bifurcation of the catheter on (B)(6) 2019. When the removed catheter was confirmed, the material was weaker than the usual catheter, and it was easily fractured by pulling a little. There was no reported patient injury.